Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Correction: event description: updated event description to capture customer concerns of high results obtained.

Event description:
Customer states that he feels physically fine and denies the need for medical attention." High results" were observed. The customer's expected blood results are 100-120/dl fasting. Verified the strips expire 03/16/2017. Confirmed customer's test strips are being stored properly and were first opened 08/27/2015. Customer performed a back to back blood test 229mg/dl and 217mg/dl fasting. Reviewed meter memory (B)(6). Customers concern:the customer is concerned with the result of 380mg/dl on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-120/dl fasting. Verified the strips expire 03/16/2017. Confirmed customer's test strips are being stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 229mg/dl and 217mg/dl fasting. Reviewed meter memory (B)(6). Customers concern:the customer is concerned with the result of 380mg/dl on 8/27/2015. No adverse event reported.